Event description:
It was reported that a physician was having difficulties with his (B) (6) handheld device. The handheld screen would freeze upon the "interrogation successful" screen and could be resolved by a re-seating the flashcard. The frozen screen was not isolated to any particular pt and would occur each time the physician used the handheld. The physician was sent a replacement handheld and good faith attempts to obtain the old handheld have been unsuccessful to date.